Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue and the f38 alarm were confirmed during testing. The cause of both conditions was determined to be damaged force sensing resistors (fsrs). To correct this, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged channel. During service, the device presented an f-38 (malfunction in tube misloading detection circuitry) alarm. There was no patient involved. No additional information is available.